Event description:
It was reported that the basket on the ptd separated during the third pass through the graft. A surgical procedure was necessary to remove the separated basket. Due to the procedure, the graft was not usable and a temporary dialysis catheter was inserted. There were no add'l complications.